Event description:
After deployment of the of the main body, and limbs and post dilatation with a coda balloon, a completion angiogram was performed. There was a type 1a leak observed. A second inflation of the coda was then performed in the neck, without resolution. A palmaz stent was then deployed to push the graft to the wall. The seal was then achieved. Patient outcome: "no adverse patient outcome. Palmaz stent was needed."

Event description:
After deployment of the of the main body, and limbs and post dilatation with a coda balloon, a completion angiogram was performed. There was a type 1a leak observed. A second inflation of the coda was then performed in the neck, without resolution. A palmaz stent was then deployed to push the graft to the wall. The seal was then achieved. Patient outcome - "no adverse patient outcome. Palmaz stent was needed."

Event description:
After deployment of the of the main body, and limbs and post dilatation with a coda balloon, a completion angiogram was performed. There was a type 1a leak observed. A second inflation of the coda was then performed in the neck, without resolution. A palmaz stent was then deployed to push the graft to the wall. The seal was then achieved. Patient outcome: "no adverse patient outcome. Palmaz stent was needed."